Manufacturer narrative:
The cord was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Visual inspection confirmed that the mobile view station (mvs) power cord was damaged. Passed continuity testing. Visual inspection showed the outer cable jacket was torn. No damage to the insulation on the internal wires and no conductive surfaces were exposed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the gantry covers were damaged and required to be replaced along with the mobile view station (mvs) cable. Once the covers and cables were replaced, the imaging system then passed the system checkout and was found to be fully functional. No further analysis could be performed as the components were discarded by the site. Other relevant device(s) are: kit svc bi71000483 o1000 x-stage cover kit svc bi71000717 cover inner 135 deg. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there were several cosmetic damages on the imaging system. There was no patient present when this issue was identified.